Event description:
It was reported by service report that the bed motion functions were not working. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: CPR limit set screw.